Event description:
It was reported by the patient¿s spouse that the patient went to the hospital after receiving approximately 80 shocks. The field re presentative checked the device at the hospital and indicated that the shocks depleted the battery and the device went to end of service (eos). The device remains in use. Follow-up conducted with the physician¿s office revealed that the patient was last seen approximately a month ago and the device was functioning normally. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076, lead, implanted: (B)(6) 2009; 6947, lead, implanted: (B)(6) 2009. (B)(4).

Event description:
Additional information was received and reported the patient is deceased and died approximately three months later. No information related to the death was known per the clinic. The cause of death has been requested and not received.

Manufacturer narrative:
(B)(4).